Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 a loss of connection between the transmitter and smart device occurred. Data was provided for evaluation. Data review confirmed the reported event of a loss of connection. The root cause was determined to be caused by the smart device platform/operating system.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter has been received for evaluation. An external visual inspection was performed and passed. Voltage testing was performed and failed as the transmitter has no voltage. The customer complaint of a loss of connection was confirmed because there was an indication of a transmitter loss of connection. The root cause could not be determined.